Event description:
Abbott received customer complaints for an increase in drain time errors codes when using specific lots of prism reaction trays with the prism hiv o plus and hepatitis b surface antigen assays. When a drain time error is generated for a calibrator, control or sample, no results are reported for that calibrator, control or sample replicate and must be re-tested. When multiple drain time errors occur on the same calibrator, the prism channel is shutdown and no results are reported for that batch. On (B)(6) 2010, a product deficiency was identified with the prism reaction tray lots 90044m500, 90359m500 through the complaint investigation procedure. A product correction has been issued and reported under 21cfr806 for the prism reaction trays to the FDA (B)(4) district on (B)(4) 2010. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4). Additional suspect medical device, lot #: lot #: 90044m500, manufacture date: 7/12/10, expiration date: 7/11/11. Lot #: 90359m500, manufacture date: 7/19/10, expiration date: 7/18/11. Lot #: 90579m500, manufacture date: 7/26/10, expiration date: 7/25/11. Date received by manufacturer: in the initial medwatch submission, the incorrect date was submitted, date received by manufacturer, as 11/23/10. The correct date received by manufacturer was 11/19/10. The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism (B)(6) surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the (B)(6) surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.

Manufacturer narrative:
(B)(4). Lot #, additional suspect prism reaction tray lots: lot 90044m500, manufacturing date: 7/12/10, expiration date: 7/11/11; lot 90359m500, manufacturing date: 7/19/10, expiration date: 7/18/11; lot 90579m500, manufacturing date: 7/26/10, expiration date: 7/25/11. The cause of the prism error codes for the calibrators, controls or samples was due to an increase in drain time errors affecting several lots of prism reaction trays. A product correction letter was sent to abbott customers with instructions to discontinue use of the prism reaction trays when used in conjunction with the prism hiv o plus or hepatitis b surface antigen assays. The customer letter also indicated the use of prism reaction trays was acceptable if not utilizing the hiv o plus or hepatitis b surface antigen assays and to continue use of the affected reaction trays until a new lot of reaction trays arrived at the customer facility.